Event description:
It was reported that the customer was having difficulty with her transmitter. At the time of reporting her blood glucose was 129 mg/dl. The transmitter was returned for analysis. No additional information was reported.

Manufacturer narrative:
Findings: unable to charge due to damaged pin #7. Unable to perform the functionality test due to charge anomaly. Unit received with contamination on pins #1-3. (B)(4).